Event description:
Philips received a complaint by the customer on the v60, indicating that the device switched from alternating current (ac) to direct current (dc) power while ac power was connected. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the device switched from ac to dc power while ac power was connected. The customer stated that the issue had happened twice but the biomed was unable to duplicate the issue. The remote service engineer (rse) confirmed that the unit passed electrical safety testing. The rse then discussed and performed a thorough inspection of all the connection and components that could be related to the issue but no issue was found. The rse then advised the replacement of the power management (pm) printed circuit board assembly (pcba) and provided the part number of the pm pcba. Resolution and disposition are pending.

Manufacturer narrative:
The customer attempted the replacement of the power management (pm) printed circuit board assembly (pcba) but this did not resolve the issue. The rse then advised the replacement of the motor controller (mc) pcba. The customer replaced the power supply and mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.